Event description:
The surgery center reported that a laser vision correction patient was presented with stage 1 + of superficial punctate keratitis (spk) and dry eye on the right (od) eye at 10 day post-operative exam. The 1+ spk inferior on the right had a trace injection and edema surrounding scarring superior. In order to treat the reported issue topical steroid dosage was increased. The patient¿s chief complaint was dry eye and irritation to the right eye. Through follow up, at 17 day post op exam, the patient¿s symptoms were resolved. The surgery center indicated there was no secondary surgery was needed and no additional medications were used. There were no persistent disabling symptoms that significantly interfered with activities of daily living for the patient. Best corrected visual acuity (bcva) od: distance 20/ (pre-op20/20) os: distance20/ (pre-op 20/15) there was no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.